Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous and eccentric proximal circumflex artery. Pre-dilatation was performed with a 1.5 x 8 mm unspecified balloon catheter. A 3.0 x 12 mm xience xpedition stent was deployed when a distal edge dissection occurred which was treated with another stent. There was no clinically significant delay in procedure. There was no adverse patient sequela reported. No additional information was provided.